Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to high thresholds. The physician tested both leads while replacing the pacemaker, which was at expected eri, and noted the high thresholds. The physician decided to cap the leads and refer the patient for a laser lead extraction and implant a new system at a future date. Should additional information become available, this file will be updated.